Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A device history record (DHR) review was conducted on the lot number of the sample received ((B)(4)) and there were no issues found that could relate to the reported complaint. A visual exam was performed on the sample and it was discovered that the male end oxygen connector port was broken. The customer reported that when attempting to remove the oxygen gas line at the bottom of the nebulizer the plastic male port breaks off which was confirmed through visual inspection. A DHR review was performed with no relevant findings. The potential root causes are manufacturing and design related. A CAPA has been initiated to further investigate this complaint issue.

Event description:
The customer alleges that upon attempting to remove the oxygen gas line at the bottom of the nebulizer the plastic male port breaks off. The alleged issue was encountered after the treatment. No patient injury.

Event description:
The customer alleges that upon attempting to remove the oxygen gas line at the bottom of the nebulizer the plastic male port breaks off. The alleged issue was encountered after the treatment. No patient injury.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product or a picture of the defect was not provided. A device history record review could not be conducted since the lot number was not provided. No corrective action can be established since lot number was not provided and sample is not available to perform an investigation and determine the source of defect reported. Customer complaint cannot be confirmed. If the device sample becomes available this investigation will be updated with the evaluation results. However, a push test was performed on current production samples of p/n: 12152 and an average force of 70.39 pounds are necessary to break the stem of the jar.